Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-14497 and 3005099803-2013- 14496 address these devices. It was reported to boston scientific corporation on (B)(6) 2013 that two resolution clip devices were used during a colonoscopy procedure on (B)(6) 2013. According to the complainant, during the procedure the resolution clip would was deployed inside the patient but would not release. A second clip was tried, but also would not release. The procedure was completed with a third of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Reported event of clip failed to release from catheter. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.